Manufacturer narrative:
Investigation into this event showed that the biased qc results occurred after the customer cleared a jam in the incubator, and performed instrument cleaning. Repeat testing using fresh qc fluids and fresh slides did not resolve the issue. The customer was instructed to re-clean the tunnel pad and reposition the cover on which the tunnel pad is attached. Following these actions, qc test results were acceptable. The root cause of the event was instrument related.

Event description:
A customer observed negatively biased amon qc results on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.